Event description:
It was reported that the right atrial lead was dislodged and not capturing. It was also reported that the patient "passed out" however it could not be determined if the lead issue led to the patient passing out or if the patient passed out and then the lead became dislodged and was consequently not capturing. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product : rvdr01, implantable pulse generator (ipg), (B)(6) 2013. (B)(4).